Manufacturer narrative:
A dräger service engineer has examined the device on-site. No persisting error condition has been found; the device passed all tests. Especially the function of the alarm system has been checked and was considered working well according to specifications. The device was found disconnected from mains; the plug of the power cord was not fully inserted into the wall outlet socket of the hospital¿s electrical energy supply system. Log file review provided evidence that the device was disconnected from mains supply and running on battery before the shut-down occurred. The device alarms when the internal battery is being activated. Furthermore, the battery charging state can be observed continuously on the display and, battery depletion alarms are posted if the residual capacity underruns 20% and 10%, respectively. It is in the nature of things that the device shuts down as soon as the battery is fully depleted when mains power is not restored before. Upon shutdown there will be an alarm generated via the buzzer of the power supply which is buffered by an independent power source. Based on these facts and findings dräger finally concludes that the shut-down was not related to a device malfunction; there is no issue with the device which would require repair or correction. Indeed, the device ran out of power after an unnoticed disconnection from mains supply followed by complete discharging of the internal back-up battery. The user has obviously not responded appropriately upon the battery depletion alarms.

Event description:
It was reported that the device suddenly shut down during a running ventilation episode without alarm. The device was immediately replaced; no patient consequences have reportedly occurred.